Manufacturer narrative:
Correction to the initial MDR in block h10: additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6).

Event description:
It was reported that patients leads had a very high impedance and indicating a possible lead fracture.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 17656079.

Event description:
It was reported that patient was experiencing inadequate pain relief due to leads had a very high impedances and a possible lead fracture.